Event description:
The customer reported that erroneous glycohemoglobin a1c2 (hba1c2) results were generated on a unicel dxc 600i synchron access clinical system for eight patients, and erroneous blood urea nitrogen results were generated for an unknown number of patients. It is not known whether the hba1c2 results and the bun results were associated with the same root. The bun results were reported at the time of service to troubleshoot the hba1c2 results. This is report one of two and represents the erroneous hba1c2 results generated on the unicel dxc 600i synchron access clinical system on 12/02/2011. Per the customer, upon repeat testing using a new reagent, calibrator and quality control materials, the repeat results were lower. Beckman coulter inc. Assessment of customer supplied data indicated that four elevated hba1c2 results were generated that upon repeat, yielded lower believable results (per patient history results). Collectively these results were outside the chemistry's precision claims. Four additional hba1c2 initial results were generated, which upon repeat yielded both higher and lower results and which collectively met instrument chemistry precisions claims. None of the hba1c2 results were reported outside the laboratory and hence there were no deaths, serious injuries or changes to patient treatment associated or attributed to this event. Instrument quality control results executed during the timeframe of the event were within established ranges. No specific patient or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) identified that the autogloss tube to the wick was dry. The fse replaced the linear pump tubing on cap piercer. The fse ran precision for bun and the results failed on the high end. The fse proceeded to replace the sample probe, and noticed that the wash collar for reagent probe a was not evacuating correctly, and replaced the vacuum valve. The fse verified bun precision and hba1c2 (qc) quality controls. Precision and qc results were acceptable. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Associated mdrs: 2050012-2011-08493, 2050012-2011-08492.